Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient died. The target lesion was located in the right coronary artery. A 2.75 x 20 mm promus element drug-eluting stent was implanted to treat the lesion and the procedure was completed. Post procedure, the patient was transferred to intensive care unit (ICU). Three hours after, the patient developed bradycardia followed by cardiac arrest.